Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 30mm amplatzer cribriform was selected for an implant on (B)(6) 2022 using an 8f amplatzer torqvue delivery system. During deployment in the left atrium, a puffy shape was observed and would not flatten. No interaction with cardiac structures was reported. The device was never released from the cable and removed from the patient and re-loaded, however the issue persisted. No angulation or kink of the delivery system was observed. A new 25mm amplatzer cribriform occluder was successfully implanted. The patient was reported to have been discharged in stable condition.

Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device. Per the instructions for use: " treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects."

Event description:
N/a